Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® conformable aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement, surgical conversion w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2023, the patient underwent reintervention whereby gore® excluder® iliac branch endoprostheses (ibe) were used to extend the 20mm contralateral leg component, located on the patient's left side. Reportedly, there was no observed issue with the contralateral leg component, and no observed distal type I endoleak. The aneurysm sac had reportedly grown from 3cm to 12cm in 8 months, and the physician wanted to reinforce the left limb in case a conversion was required at a later date due to sac growth. It was also observed that the contralateral leg component did not extend all the way down to the patient's left internal iliac artery, and therefore the physician opted to implant the ibe devices. There was reportedly no visible cause for the aneurysm growth. On (B)(6) 2023, the patient underwent conversion and the middle section of the proximal trunk was cut and explanted. The physician reported the trunk was sealed proximally and distally, but a couple of lumbars were communicating with the sac and a type ii endoleak was determined. Additionally, the physician reported approximately 3cm aneurysm enlargement (12cm) within the last 8 months. The patient tolerated the procedure.